Event description:
It was reported that a user requested an ilet reset after reporting that the ilet learned incorrectly due to her announcing meals using the higher than option, resulting in breakfast meal sizes being learned as higher than intended. Symptoms included no adverse blood glucose events. Outcomes included no alarms, no alerts, and no need for medical care. Investigation included customer support review and outreach to the customer¿s clinician for reset authorization and education on correct meal announcement practices. Investigation of this case revealed user-induced improper meal announcement leading to undesired ilet learning behavior, with no device hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.